Event description:
Reference MFR. Report: 1627487-2012-13318. The patient has two leads with different lot numbers, reporting on both. It was reported the patient was experiencing discomfort at the lead site where the suture were located. The patient had the sutures removed on (B)(6) 2012, which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.